Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Additionally, no device photographs, videos, or imagery relevant to the reported event were provided with the complaint. A DHR review was unable to be performed as the work order information was not provided. A review of the complaint history revealed that the occurrence rate for ¿balloon ¿ leakage¿ did not exceed the july 2017 control limit for the trend category of ¿leakage¿. Since no work order information was provided, the latest revisions of manufacturing procedures were reviewed. These inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the complaint event. Since the delivery system and relevant photographs, videos and imagery were not provided, the complaint for ¿balloon ¿ leakage¿ was unable to be confirmed. Due to the unavailability of the relevant device, engineering was unable to perform any visual, functional or dimensional analysis. As a result, a manufacturing nonconformance was unable to be confirmed. Furthermore, based on the complaint history review, there is no evidence to support a manufacturing nonconformance contributed to the complaint. A review of manufacturing mitigations additionally supported that the delivery system has proper inspections in place to detect issues related to the reported event. Complaint history review suggests that patient factors (calcification) and procedural factors may have contributed to the complaint; however, no patient information was provided for this case. A definite root cause was unable to be determined. No labeling or IFU inadequacies have been identified. Review of complaint history revealed that the occurrence rate does not exceed the july 2017 control limit for the trend category ¿leakage.¿ therefore, no corrective or preventative action is required.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by the edwards european affiliate, during valve deployment only the distal end of the balloon had inflated. The valve had to be moved and deployed near the renal arteries. A second valve was implanted without issues. The cause of the event seemed to be a leakage in the proximal end of the balloon. The patient is doing well.